Event description:
It was reported that prior to use with bd vacutainer® lh 68 i.u. Plus blood collection tubes the lid was discovered to be broken. The following information was provided by the initial reporter: lid broken 1 sp.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but nine (9) photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect (incomplete molded cap) was observed. Additionally, two (2) eps trays which includes two hundred (200) retention sample tubes from bd inventory were evaluated by visual examination and the issue of molding defect (incomplete molded cap) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the provided photos. Bd was not able to identify a root cause for the indicated failure modes.